Manufacturer narrative:
Concomitant medical products: product ID: 38892836, lot#: b0213521, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: lead. Product ID: 3560022, lot#: va27ved, product type: extension. Product ID: 357625, lot#: 727880001, product type: screening device. Product ID: 3550-05, lot#: 0215782862, product type: accessory. Other relevant device(s) are: product ID: 38892836, serial/lot #: (B)(4); product ID: 3560022, serial/lot #: (B)(4), ubd: 29-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedances. There was a report that the stimulation was off since (B)(6) 2019 due to end of service (eos). Inorder to get the system running again, it was intended to measure impedances of the existing lead and to check whether the lead could be used further. Impedance measurements showed that all impedances were greater than 4000 ohms. It was not possible to completely insert the lead into the connector. Diagnostics/troubleshooting included a torque wrench and another unknown tool with a thin rod was used in order to check whether the connector was open. The set screw was backed out and the lead was moistened with aqua but it was still not possible to insert the lead to the connector. A different extension was used and the lead could be inserted into the different extension without any problem. It was reported that the issue was resolved and a surgical intervention occurred with a replacement of the tined lead. Information received reported a product compatibility issue. Additional information received regarding compatibility of old extensions and old leads.

Manufacturer narrative:
Continuation of d11: product ID: 38892836, lot#: b0213521k, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: lead; product ID: 3560022, lot#: va27ved, product type: extension product ID: 357625, lot#: 727880001, product type: screening device; product ID: 3550-05, lot#: 0215782862, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 38892836, lot#: b0213521k, implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: lead, product ID: 3560022, lot#: va27ved, product type: extension, product ID: 357625, lot#: 727880001, product type: screening device, product ID: 3550-05, lot#: 0215782862, product type: accessory. H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the all conductors were broken in the body of the lead at or near the tines. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.